Event description:
It was reported that during a laparoscopic hand assisted colectomy, the device was assembled but would not complete the test cycle. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time. Eval summary: the device was received with the rotation knob broken. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. Complaint info is trended on a regular basis to determine if further investigation is warranted.no incident related to the reported event was observed during the batch record review.